Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, the patient underwent a surgical procedure on (B)(6) 2013, to excise the excess skin and scar tissue around the implant. The patient was also prescribed oral antibiotics due to purulence under the skin. The implanted device remains.